Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: the heart surgery forum 2021-3915/ https://doi.org/10.1532/hsf.3915.

Event description:
Title: leg wound complications: a comparison between endoscopic and open saphenous vein harvesting techniques. The objective of this study is to designed and performed a prospective randomized cohort study of patients undergoing CABG to compare the results of open versus endoscopic harvesting technique. Between (B)(6) 2019 to (B)(6) 2021, patients who underwent elective CABG were divided into two groups. The evh group (50 patients) underwent endoscopic technique compared with the open vein harvesting (ovh) group (50 patients with 10 females) that was underwent open surgical incision for great saphenous vein (gsv) harvesting. Hematoma was detected in two patients of the ovh group, and it was surgically evacuated. Leg wound infection was more common in ovh than evh, with significant p-value. Infection prolonged hospital stay because culture was taken, waiting for results took time, followed by a full course of antibiotics, and another culture for medical clearance. The harvested vein was gently distended with low pressure heparinized saline, and the branches were secured with small clips or repaired by 7-0 prolene sutures, if needed. The wound was closed at the end of procedure after protamine administration. Reported complications for both groups included leg wound infection (n=?), leg pain (n=?), wound drainage (n=?), ecchymosis (n=?), edema (n=?), wound dehiscence (n=?); except hematoma (n=2) for ovh group and hematoma (n=?) For evh group. In conclusion, endoscopic vein harvesting technique reduced leg wound complications. Conveniently, patients also were cosmetically satisfied.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the problem or issue about our research? If we used your product and instruments, it is good thing I can not understand the active issue plz, I need clear points in my research against your instruments.